Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5180659.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead and will not be returned. No device malfunction was suspected.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead and will not be returned. No device malfunction was suspected. Additional information was received that the patient was experiencing stimulation issue due to lead migration.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead and will not be returned. No device malfunction was suspected. Additional information was received that the patient was experiencing stimulation issue due to lead migration.

Manufacturer narrative:
The returned linear lead (sc-2317-50; sn (B)(6)) was analyzed the lead was cut and the distal end was not returned. The cables of the lead were exposed as if the lead was pulled and cut during the explant procedure. With all the available information, boston scientific concludes the allegation of lead migration was confirmed by the doctor in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. The infinion lead was cut and the distal end was not returned. The cables of the lead were exposed as if the lead was pulled during the explant procedure. The damage is a result of a typical explant procedure, and it is not considered a failure. No escalation is required at this time. The returned linear lead (sc-2317-50; sn (B)(6)) was analyzed the lead was cut and the distal end was not returned. With all the available information, boston scientific concludes the allegation of lead migration was confirmed by the doctor in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. The infinion lead was cut and the distal end was not returned. The cables of the lead were exposed as if the lead was pulled during the explant procedure. The damage is a result of a typical explant procedure, and it is not considered a failure. No escalation is required at this time.